Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging pad functioned in multiple outlets but required the cord to be held at a specific angle to achieve a green indicator and charge the ilet, consistent with an intermittent connection of the charging system component. Symptoms included no clinical symptoms. Outcomes included no impact beyond the need for replacement supplies. Investigation included troubleshooting and user education performed by support staff. Investigation of this case revealed a suspected mechanical or connectivity issue with the charging pad and its cord that prevented reliable charging. It was concluded, based on previously established findings for similar reports, that the cause was product malfunction due to a component connection issue.